Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Customer's mother reported via phone call, the insulin pump had alarmed button error. Customer's blood glucose was 400 mg/dl. It was the second occurrence the device alarmed button error. Customer's mother didn't recall any significant event that may have led to the device alarming. The device wasn't exposed to any liquids. Customer's mother was advised the device needed to be replaced. The device is not returning for analysis.

Manufacturer narrative:
Device received with intermittent button response due to corroded keypad traces. No button error alarm during testing. Device passed displacement test and self test.